Event description:
It was reported that there was a programming omission on a pca pump set up for morphine infusion. The staff noted that the pump was not programmed correctly and no lockout interval was indicated on the pump where had been one previously. The medication was programmed with the following settings: loading dose: 0mg; pca dose: 0.5mg; lockout interval: 12 minutes; four hour dose limit: 18.8mg; continuous basal rate: 0mg/hr. There was no reported patient impact.

Manufacturer narrative:
Additional information added to: e4. The report of a programming issue was not confirmed. Only a portion of the pca event log and the customer¿s dataset were received for investigation. Programming information is recorded in the pcu event log, which was requested, however was not received. Log analysis results: only a portion of the pca module event log was received for investigation. The pca module event log shows pca s/n (B)(6) was in use and infusing an unidentified medication. The log contained entries between 3:27 am and 12:33 pm on (B)(6) 2020, however it does not appear the device infused any medication during this period. Test results: n/a, log review only. The root cause of the reported programming issue was not identified. A review of the device history record showed the device had a manufacture date of 16 january 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module 14551577 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module 14551577 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information added to the following; b5 - d11: td: 09/19/2020 (correction), g4: 10/22/2020, h4: 01/16/2016, h6 device code: 2017 and 2958 (additional information).

Event description:
It was reported that there was a programming omission on a pca pump set up for morphine infusion. The staff noted that the pump was not programmed correctly and no lockout interval was indicated on the pump where had been one previously. The medication was programmed with the following settings: loading dose: 0mg; pca dose: 0.5mg; lockout interval: 12 minutes; four hour dose limit: 18.8mg; continuous basal rate: 0mg/hr. There was no reported patient impact.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Male patient age (B)(6).

Event description:
It was reported that there was a programming omission on a pca pump there was no reported patient impact.